Manufacturer narrative:
B3 - date of event: date of event was approximated to january 1, 2026 since the only given information is the month and year only. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a device detachment occurred, resulting in vessel perforation and an unretrieved device fragment that required additional intervention. The patient presented for left and right heart catheterization with coronary angiography and impella support. The target lesion was located in the right coronary artery (rca). A rotawire drive and rotapro were selected for use. During the procedure, the rotawire extra support broke during a rotational atherectomy run, resulting in vessel perforation and a retained wire fragment. A covered stent was placed to stabilize the perforation, followed by two additional stents to secure the retained wire in place and open vessel. The physician then requested intubation, a code was called, and a pericardial drain was placed with reinfusion of blood via sheath. While this was a complex cardiac catheterization case with an inherently increased risk of complications, the physician opted to retain the wire fragment in place due to the patient's critical condition. A subsequent echocardiogram revealed that the pericardial effusion had resolved completely, and the patient was stabilized.